Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, after opening the vasoview hemopro 2 out of the package, it was observed that the jaws did not close properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25101219, 25102844 and 25104986, the last 3 lots shipped to the account prior to the aware date. There were no non-conformances related to the complaint defect. (B)(4).